Event description:
I have been using dexcom for many years and switched to the g7 within the past year or two. I have had maybe only 30% continue working or stay on my body for the full 10 day window since I have switched.